Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator system had gradually increased over time. Recent values had exceeded 150 ohms and then settled at 143 ohms. Technical services discussed the possibility of lead calcification and recommended consideration of performing a maximum energy synchronized shock should the value remain above 150 ohms at some point. This right ventricular lead remains in service and no adverse patient effects were reported.